Manufacturer narrative:
On july 13, 2023, mentor received two devices for evaluation. As both devices had the same lot number, they could not be differentiated, and both devices were evaluated. On july 17, 2023, mentor completed a visual inspection of the returned devices. Device evaluation summary a: visual analysis of the returned sample revealed that the breast implant was found to have a missing valve in an area of 0.9 cm x 0.9 cm approximately, on the anterior view. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Device evaluation summary b: visual analysis of the returned sample revealed that the breast implant was found ruptured. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. On july 19, 2023, mentor received additional information. Mentor became aware that the patient's left implant was intact upon removal. As such, mentor did not deem it necessary to generate a second file for the left prosthesis. If additional information is received in the future, this file will be re-assessed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 19, 2023, mentor received additional information. Mentor became aware that the patient's prosthesis was replaced with a 325cc mentor smooth round moderate profile saline breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female patient underwent a primary breast augmentation surgery with a 325cc mentor siltex round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation of her right prosthesis, which was confirmed during a physical exam. A healthcare professional indicated that the cause of the deflation may have been due to unspecified chest trauma. As a result, the patient underwent removal surgery on (B)(6) 2023.